Manufacturer narrative:
It was reported that, approximately fifteen months after an optease inferior vena cava (ivc) filter was implanted, the patient was found to have developed occlusive thrombus extending from the bilateral common femoral veins through both calves believed to be attributable to the optease ivc filter. Additional information was also received that the filter subsequently malfunctioned and caused injury and damages to including, but not limited to, fracture of the ivc filter, caval thrombosis, deep vein thrombosis (dvt), and post-thrombotic syndrome. The following additional information received per the patient profile form (ppf) indicates that the filter struts perforated outside of the ivc, the filter was tilted, and the patient had blood clots, clotting and/or occlusion of the ivc. The patient reports to be suffering from emotional distress, mental anguish, anxiety and stress. The indication for the filter implant was massive saddle pulmonary embolus (pe) with syncope and deep vein thrombosis (dvt). The device was placed via the right common femoral vein placed below the renal veins and above the iliac bifurcation. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, thrombosis in the filter and occlusion of the ivc do not represent a device malfunction, rather clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Recurring deep vein thrombosis related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Without the procedural films and post-implant imaging available for review, the reported events and or a device malfunction could be confirmed, nor is it possible to establish a relationship between the reported events and the device. Post-thrombotic syndrome (pts) is a problem that can develop in nearly half of all patients who experience a deep vein thrombosis (blood clot) in the leg. Pts symptoms include chronic leg pain, swelling, redness, and ulcers (sores). Filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. However, reports of adverse clinical sequelae from filter fractures are rare. As the patient¿s medical history has not been provided, it is not possible to determine a relationship between the events and the device. Without procedural films or post-implant images for review, the reported filter fracture, tilt, and perforation of the ivc could not be confirmed. The timing and mechanism of the tiltband perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information was received that the patient discovered that his ivc filter had suffered blood clotting/occlusion on or around (B)(6) 2015. Updates made regarding the device in sections. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that approximately one year and three months after an optease inferior vena cava (ivc) filter was implanted, the patient was found to have developed occlusive thrombus extending from the bilateral common femoral veins through both calves believed to be attributable to the optease ivc filter. Additional information was also received that the filter subsequently malfunctioned and caused injury and damages to including, but not limited to, fracture of the ivc filter, caval thrombosis, deep vein thrombosis (dvt), and post-thrombotic syndrome. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. Information contained in the patient profile form indicated that filter struts perforated outside of the ivc, the filter was tilted and the patient had blood clots, clotting and/or occlusion of the ivc. Of note, the fracture of the filter was denied on the patient profile form. The patient reports to be suffering from emotional distress, mental anguish, anxiety and stress. The indication of the initial implant was reported as a history of massive pulmonary embolism- saddle embolus with syncope and deep vein thrombosis (dvt). The filter was successfully deployed during the index procedure below the renal veins and above the iliac bifurcation. The product was not returned for analysis as it remains implanted and the sterile lot number has not been provided; therefore, no device analysis nor a device history record (DHR) review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Additionally, per the optease instructions for use (IFU), filter fracture and tilt, are known potential long term events associated with the use of the complaint device. Penetration of the filter legs into the vena cava wall is considered part of the endothelialization expected when the device is left as a permanent implant, and does not represent a device malfunction. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. Blood clots and thrombosis within the filter do not represent a device malfunction. Without procedural films or post-placement imaging the report of tilt, fracture, perforation, blood clots, clotting and occlusion of the inferior vena cava (ivc) filter could not be confirmed. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt or fracture contributed to the reported perforation. With the limited information available it is not possible to determine an exact cause for the reported events. Anxiety and mental anguish do not represent a device malfunction and may be related to underlying patient specific issues. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken. Should additional information become available, the file will be updated accordingly. This report is a follow up report to MFR number 9616099- 2016-00318 that was submitted under the previous complaint handling software system. The information has been duplicated from the first report with additional information added.

Event description:
As reported by the legal brief, approximately fifteen months after an optease inferior vena cava (ivc) filter was implanted, the patient was found to have developed occlusive thrombus extending from the bilateral common femoral veins through both calves believed to be attributable to the optease ivc filter. Additional information was also received that the filter subsequently malfunctioned and caused injury and damages to including, but not limited to, fracture of the ivc filter, caval thrombosis, deep vein thrombosis (dvt), and post-thrombotic syndrome. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. The following additional information received per the patient profile form (ppf) indicates that the filter struts perforated outside of the ivc, the filter was tilted and the patient had blood clots, clotting and/or occlusion of the ivc. The patient reports to be suffering from emotional distress, mental anguish, anxiety and stress. According to the medical records, the patient has a history of massive pulmonary embolism and deep vein thrombosis (dvt). The filter was successfully deployed during the index procedure below the renal veins and above the iliac bifurcation.